Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed external visual inspection as result of a bent pin on port 1. The damage prevented battery from making a proper connection. The reported event was confirmed one of the two power ports (connectors) on the controller had bent pins. This damage was most likely caused due to an improper handling of the controller. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing (able to run the pump). The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient who came into the clinic had experienced an issue that batteries would not stay connected to power port 1 of the controller. Upon inspection it was found that one of the pins is bent sideways. The controller was exchanged with no reported consequences or impact to patient. The controller was exchanged from facility stock. No additional information was provided.